Event description:
A malfunction was reported on the pump by the caller. The customer¿s blood glucose level did not exceed 500 mg/dl and remained within a normal range. Corrective actions taken included the replacement of the pump by technical support, and assistance was provided to the caller for completing a pump reset, allowing them to resume cgm sessions and insulin deliveries. No further action was required.